Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event was confirmed. The device was repaired and returned to the customer.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the device ran without user activation after the trigger was released. Back-up equipment was used to complete the procedure. No delay, no adverse consequences, and no medical intervention were reported.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the device ran without user activation after the trigger was released. Back-up equipment was used to complete the procedure. No delay, no adverse consequences, and no medical intervention were reported.